Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MDR ID# 2134265-2013-00518. Same case as MDR ID# 2134265-2013-00531. Study: (B)(4). It was reported that following a coronary stenting treatment procedure, the patient expired.. The patient presented with substernal chest discomfort predominantly in the left shoulder region and was diagnosed with unstable angina and cardiac catheterization was recommended. The 2.5x28mm, 95% stenotic lesion was located in the distal left circumflex artery. The physician predilated the lesion with an unspecified device and then deployed a 2.5x32mm taxus liberte stent. Following deployment an edge dissection was noted at the distal end of the stent. The physician attempted to treat the dissection with a 2.0mm unspecified balloon and medication; however no improvement was noted. The physician then deployed a 2.25x12mm taxus liberte stent at the distal end of the previously placed stent resulting in 0% residual stenosis. The physician then treated a 2.3x8mm, 90% stenotic lesion in the first lpl with predilation with an unspecified device and the deployment of a 2.25x12mm taxus liberte stent. No further complications were reported and the patient was discharged the following day on aspirin and prasugrel. (B)(6) 2012 the patient expired. Per the death certificate, the primary cause of death was multi-organ failure; while septic shock, pneumonia , respiratory failure, heart failure and thrombocytopenia were attributed to be the secondary causes of death.